Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low lead impedance was observed. Multiple reversion episodes for lead noise was noted and the noise was visible with minimal movements in clinic. On (B)(6) 2018 the rv lead was schedule for revision. A loss of capture when pacing was noted. The lead was tested several times with satisfactory capture, sensing and impedance. As the subclavian vein was totally occluded, the physician was reluctant to put a new lead in. The lead was checked the following day and still recorded noise reversions for lead noise. The patient¿s device was checked again on (B)(6) 2018 which indicated further noise reversions and intermittent loss of capture. The lead was capped and replaced. A new system was implanted on the patient¿s right side. The patient was in a stable condition.